Event description:
Additional information was received from a healthcare professional via a product surveillance registry and it was reported that patient's urinary retention on (B)(6) 2014 was related to the intrathecal medication bupivacaine (concentration and dose not reported).

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid 1000mcg/ml at 225.2mcg/day and compounded baclofen 500 mcg/ml at 112.61mcg/day via an implantable pump. The indication for use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2014, the patient experienced urinary retention that was related to the intrathecal medication. The severity was mild and not serious. On (B)(6) 2014, the pump was reprogrammed, decreased 11%. As of (B)(6) 2014 the event was ongoing. Additional information was received and indicated that on (B)(6) 2014 urecholine was administered. As of (B)(6) 2015, the outcome to the event was resolved without sequelae.